Event description:
It was reported to philips that the heartstart mrx defibrillator was used on a patient with an internal pacer and the pacer function was sensing but not capturing. During use in demand mode, the user could not see pacing on any lead except lead 3. There was no negative patient impact.

Manufacturer narrative:
.